Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged misaligned display issue was not duplicated. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the reported display issue, the display screen was found to be discolored with missing pixels and a defective display connector wire was determined to be the cause of the display issue. The pump¿s display was replaced with a test display, and the test display was fully functional. In addition, the battery compartment was found to have cracked in three places, at the top, below the grip pad, and along the side to the left of the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter name and address: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (misaligned) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.